Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code (annex g): mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. X-ray images were provided and review identified the following: two views of the right hip demonstrate a right total hip arthroplasty with proximal femoral cerclage wire and radiolucent acetabular cup. Second image demonstrates cable and plate fixation device along the greater trochanter. No definite bony fracture seen. Osteopenia. Hetero topic ossification along the greater trochanter. Vascular calcification. A definitive root cause cannot be determined. No problem was found with the device related to the ho identified by mmi after review by a health care professional. Based on the review of the medical records, no definite bone fracture could be identified therefore unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a periprosthetic fracture around the stem post implantation. The fracture was reduced and supported by cables and plate. The stem was not revised. It was reported that no further information is available.